Event description:
Appendix removed, (B)(6) 2010. Endo gia stapler used. Hospitalized with post-op hematoma (B)(6) 2010. Surgery for hematoma on (B)(6) 2010 peritonitis found. Leakage from appendix stump where staple failed. Ten inches of small intestine, 50% of colon removed due to infection. Dear (B)(6), my name is (B)(6). I am (B)(6), soon to be (B)(6) of age. On (B)(6), 2010, I needed to have an emergency appendectomy. The endo gia stapler was used to seal off the stump. After a lot of pain and suffering, I had a CT scan. A hematoma was found. Nothing was done because the doctor thought it had stopped. I returned to the hosp on (B)(6), 2010 with vomiting and extreme pain. I had surgery on (B)(6), 2010. The surgeon found a large hematoma and fecal matter where it should not have been. All this came from the stump of the appendix. The surgeon told my wife the staple had failed. As a result of the failure I lost 10 inches of small intestine and half of my colon due to the infection. I guess you can say I am lucky in one way, I lived when I should have died. There were times I did not feel so lucky. If you could please answer a few questions for me. Did the hosp report the failure? The hosp is (B)(6) hosp in (B)(6). It makes me very angry that no one told me of the risks with using surgical staples. I was not given the choice of what surgery I preferred. Why aren't the risks disclosed to the pts by law? Every other thing regulated by the f.d.a has a warning of its dangers. Only the hosps and doctors know of the risks involved with surgical staplers. This seems to be a complete failure of the system put in place to protect the general public. How many people have been hurt or killed by this stapler's failures? By looking on the internet it is clear that those in the medical profession know there is a failure rate but choose to keep the general public in the dark and keep it their dirty little secret. Why is that? As a result of this failure a hosp bill of (B)(6). I do not have insurance so this is all on me. I do not know how I will pay this. I have some difficulties doing my construction job but it is all I know how to do. Thank you for your time, (B)(6).